Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due high blood glucose . The customer's blood glucose level was 445 mg/dl. The customer was admitted to (B)(6) on (B)(6) 2015. The cause of emergency room visits of the customer as per healthcare provider is hyperglycemic without ketoses. The customer was treated and left in the hospital.